Event description:
Hcp reported implantable pulse generator and extension were replaced in 2001. Patient had reported experiencing "zings and jolts on the top of the pt's stimulator". Hcp had instructed the pt to turn the device off and then on again, but the problem persisted. The deivce was explanted and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.